Event description:
It was reported to philips that the device shut down while in use. It was reported that the alleged failure was observed while in clinical use. However, no adverse patient impact was reported.